Event description:
Procedure type: unk. According to the reporter: during the operation, when the device was connected to the eeaxl25, the nail drill pipe (three pieces of bayonet socket) cracked irregularly on the outside, thus it was impossible to join successfully, therefore, the surgeon could not trigger the instrument. Blood loss greater than 250cc occurred. The incision had to be extended. Unanticipated tissue loss occurred.

Manufacturer narrative:
(B)(4).